Manufacturer narrative:
The technician cleaned the hi/low brake assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the hi/low is drifting down on this bed. No pt impact.